Manufacturer narrative:
E1: initial reporter facility name: the 2nd affiliated hospital of (B)(6) university e1: initial reporter address 1: (B)(6)

Event description:
Synergy china registry it was reported that angina and restenosis occurred. In (B)(6) 2020, the subject presented with unstable angina. The subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex artery (lcx) with 99% stenosis and was 34 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.75 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending artery (lad) with 75% stenosis and was 12 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of 3.00 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days later, the patient was discharged on aspirin and ticagrelor. In (B)(6)2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. The subject was referred for angiography which revealed 90% stenosis noted in proximal lad extended up to middle lad and was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. The rationale of target vessel revascularization (tvr) is angiographic finding without symptoms or objective signs of ischemia. The outcome of the event was recovering/resolving. One day later, the subject was discharged on aspirin and ticagrelor. It was further reported that the physician considered the unstable angina not related to this study device in the lcx. There was no stenosis noted in this stent. One day post tvr of the lad, the event was considered to be recovered/resolved.

Event description:
Synergy china registry. It was reported that angina and restenosis occurred. In (B)(6) 2020, the subject presented with unstable angina. The subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex artery (lcx) with 99% stenosis and was 34 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.75 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending artery (lad) with 75% stenosis and was 12 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of 3.00 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days later, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. The subject was referred for angiography which revealed 90% stenosis noted in proximal lad extended up to middle lad and was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. The rationale of target vessel revascularization (tvr) is angiographic finding without symptoms or objective signs of ischemia. The outcome of the event was recovering/resolving. One day later, the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).